Event description:
The customer reported: shunt failure-no flow. Shunt revision. What action did the surgeon take to resolve the issue: replaced. No replacement needed. Valve seemed to flow quicker then normal in the 10-15mm range on the manometer test. Md would like valve tested and be notified of the results.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when the valve was received was 120mmh2o. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion were noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried and leak tested. No leaks were noted. The valve was reflux tested passed the test. The valve was tested for programming failed the test. During the programming process the cam mechanism did not move. The valve was then pressure tested 120mmh2o, the valve passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. This appears to be the root cause for the problem reported by the customer. A review of the history device records confirmed the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.